Event description:
It was reported that the recharging issues were depth related, and not related to the device. It was noted that the patient was unable to keep the implantable neurostimulator (ins) battery alive at the old depth as it took tremendous effort and multiple sessions per week to maintain. A pocket revision was performed and the device was swapped out as the patient had overdischarged her ins once and possibly twice. Additional information received three days later reported, the overdischarge was confirmed. It was noted that the cause for the overdischarge was that the ins "became too deep" causing poor coupling. One physician mode recharge (pmr) was reportedly done and another had been scheduled. The patient reportedly experienced more pain as not able to use the stimulation therapy. It was noted that the patient was recharging fine at the time of report since the doctor replaced the ins and buried it more shallow. After the revision, the patient was getting stimulation coverage and effective therapy and "doing fine" at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 3708140, serial# (B)(4), implanted: 2012 (B)(6); product type extension. (B)(4) .

Manufacturer narrative:
Analysis of the implantable neurostimulator found the battery had reduced capacity due to overdischarge.